Event description:
It was reported during peritoneal dialysis (pd) therapy, the minicap transfer set disconnected from the titanium adapter. The patient woke up and found that they were ¿wet¿. Subsequently, the patient developed peritonitis. The cause of the disconnection was unknown. It was not reported if the patient was hospitalized for the event. Treatment was not reported. The titanium adapter was replaced; however, it was not reported if the transfer set was changed. At the time of this report, the patient outcome and action with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.